Manufacturer narrative:
The device was not returned for analysis. The reviews of the finished product electronic lot history record (elhr) and corrective and preventive actions (CAPA) database were not performed as the specific failure mode, part and lot numbers for this complaint were not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the unexpected medical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a closure of an unknown vessel with a prostyle and femostop device. Reportedly, an unspecified failure occurred with both devices. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event estimated as 03/21/2024. The UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.